Event description:
Pediatric tonsillectomy and adenoidectomy was the procedure being performed, anesthetic and oxygen were in use at time of procedure. The pt received a tracheolaryngeal bronchial burn. Pt underwent emergent bronchoscopy, noted to have significant coating of airway w/soot. Noted to have erythema and edema of the distal trachea w/ patches of erythema and exudate in mainstem bronchi and segmental bronchi. A laryngoscopy performed in operating room demonstrated a burn to the glottic area and a burn to the anterior part of vocal cords as well as edema of the supraglottic airway. Esophagoscopy performed, showed normal muscosa.

Manufacturer narrative:
Precautions exist within the operator's manual for the excalibur plus pc. At "1.1.2 cautions for patient preparation. Electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o), or in oxygen-enriched environments. The risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design. Precautions must be taken to restrict flammable materials and substances from the electrosurgical site, whether they are present in the form of an anesthetic, life support, skin preparation agent, or are produced by natural processes within body cavities, or originate in surgical drapes, tracheal tubes, or other materials. There is a risk of pooling of flammable solutions in body depressions such as the umbilicus and in body cavities, such as the vagina. Any excess fluid pooled in these areas should be removed before the equipment is used. Due to the danger of ignition of endogenous gases, the bowel should be purged and filled with nonflammable gas prior to abdominal surgery. To avoid the risk of tracheal fires, never use electrosurgery to enter the trachea during tracheotomy procedures."